Event description:
It was reported that during a laparoscopic colectomy procedure, the device cut, but when the staples were fired they were malformed. Another device was used to complete the case with no pt consequence.